Event description:
It was reported that the pump battery was depleting too quickly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to uninstall and reinstall the mobile app and to monitor the battery depletion rate, recommending follow-up if depletion exceeded 35% per day. The customer understood and acknowledged these instructions.